Manufacturer narrative:
The balloon of the palmaz genesis stent delivery system would not inflate when positioned in the iliac artery as it appeared to have a leak. The physician had to remove the system and try with another stent. There was no reported patient injury. The product was not returned. No additional information regarding patient, lesion or procedural characteristics regarding this event is available. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine root cause, no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
The balloon of the palmaz genesis 7x18mm 135cm sds would not inflate. The physician had to remove the system and try with another stent. There was no reported patient injury.